Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 42-year-old male patient with acute cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported the associated automated impella controller (aic) had a battery failure. The aic alarmed constantly even when unplugged and shipped with the patient¿s escalation transfer. The patient remains on impella support.

Manufacturer narrative:
The investigation of automated impella controller (aic) battery failure (red alarm) has been completed. The impella device and data was not returned for evaluation. The root cause of this issue was the aic being booted up while the battery transport switch was disengaged. B.3 revised date of event as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12719. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-12719 was submitted in accordance with updated procedures. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-12719 was submitted in accordance with updated procedures.